Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00168. It was reported the patient was experiencing migraines, vomiting and tingling of the face following her scs trial procedure. Follow up identified the physician believed a wet tap may have occurred. However, no intervention was taken and the trial was completed, the leads were removed.